Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube was broken at the proximal clevis and the main tube interface. There were no welding defects found at the fracture. The fractured area was examined and did not find any welding defects, however; several micro voids were found at the breakage indicating that small pieces were likely missing from the main tube. Intuitive motion was being experienced upon manual input of the disc knobs, but the functionality of the instrument was lost due to the separation of the main tube. Failure analysis concluded that the damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube breakage with missing material could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci single site laparoscopic cholecystectomy procedure, the medium-large clip applier instrument was placed into the trocar and noticed that the black part at the tip was broken. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.